Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing discomfort at their ipg site due to size of the ipg and elected to have it replaced with a smaller ipg. In turn, surgical intervention was undertaken wherein patient¿s ipg was explanted and replaced. Effective therapy was restored after surgery.